Event description:
It was reported that this right ventricular (rv) lead had shock impedances ranging from 110 to 145 ohms. Technical services discussed that it could be due to build-up on the lead and the need to keep the value below 145 ohms. The options were to monitor or perform a commanded shock to test. No adverse patient effects were reported.